Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted into the patient. (Cook surgisis was implanted on (B)(6) 2012) it is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pelvic prolift anterior and posterior colporrhaphy, perineoplasty, tension free vaginal tape secur suburethral suspension (retropubic u shaped) and cystoscopy due to pop & sui. Following insertion the patient experienced pain, erosion and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2012 for mesh exposure.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information. Additional information.